Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog® was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had multiple occurrences of elevated blood glucose (bg) levels over several days (500+ mg/dl). Elevated bg levels were treated via manual injections. The customer also mentioned that they noticed that the insulin has solidified into a gel, when they changed out their sites/infusion sets. Tandem's technical support determined that the solidification is due to the fact that the customer is using new cartridges and room temperature insulin each time, however they are changing out their cartridge/insulin/set/sites every 3.5 days. The customer was advised that labeling for humalog use is only 2 days. The customer was unaware of the labeling, but acknowledged the information. The customer had also consulted with their healthcare provider and was advised to switch insulins from humalog to novolog. The customer acknowledged that recommendation as well, and will be changing insulins.